Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a display failure, and a bolus button response issue. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen appeared dim, faded, and discolored. The bolus button was also intermittently unresponsive to user presses. The bolus button cover was removed, and contamination was found on the button contact plate and slug. Unrelated to these issues, the keypad cover was observed to be peeling at the ok button. (B)(6).